Event description:
Operation: bilateral lateral fusion, with device, l5 to sacrum using autogenous bone graft. One of the pedicle screws is now fractured and can be seen on x-ray, believe it broke in 8/87. Persistent severe back pain since back surgery and rptr walks with cane. Hardware still in back.